Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she had a terrible reaction to the sensor tape and had blisters on the abdomen within a few hours of wearing the sensor. The customer reported wearing the sensor on the arm despite it not being an approved site, to avoid the irritation. The customer was sent a message advising the customer to call the helpline regarding this issue. No blood glucose reading was provided.